Manufacturer narrative:
Continuation of d10: axium prime instant detacher product ID: unk-nv-ap-ID (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium helix coil did not detach. The patient was undergoing surgery for treatment of a ruptured, fusiform, right vertebral artery, v4 segment aneurysm with a max dia meter of 6 mm and a 6 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. After normal hydration, the coil was delivered through the introducer sheath into the microcatheter for embolization. After embolization was completed, detachment was performed at the end of the push rod, but the coil did not detach. The position of the microcatheter tip was adjusted and the push rod was pushed and pulled, but the coil still failed to detach. After the detachment wire was completely pulled out, the above steps were repeated, but detachment was still unsuccessful. The coil was then slowly removed from the patient's body. Fortunately, the coil was completely removed intact, and it remained attached to the push rod. A new coil was used instead and the procedure continued. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included echelon 10 90° microcatheter (190-5091-150 lot: 0231920600).